Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for two (2) colony forming units (cfus) in the distal end, 48 cfus in the channels, and 50 cfus in the distal end and channels combined of an unspecified microorganism. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of third-party testing, the device evaluation and the lms final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Correction: b3. Additional information: d8, d9, h4, h4, h6, h11. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: >100 cfu/endoscope. Bacterial identification: bacillaceae. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: 2 cfu/endoscope. Bacterial identification: micrococcaceae, bacillaceae. Sampling date: (B)(6) 2024. Sampling from: operating channel. Cfu: <1 cfu/endoscope. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu: <1 cfu/endoscope. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: air/water channel. Cfu: <1 cfu/endoscope. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: jet channel. Cfu: <1 cfu/endoscope. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: <1 cfu/endoscope. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.